Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During a procedure, it was not possible to purge the faradrive steerable sheath clear when the farawave catheter was inserted. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Additional information was provided in section d4 lot number upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted a kink past the distal end of the sheath handle. This anomaly would not have contributed to the allegation of this event. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that visible air bubbles were observed. During a procedure, it was not possible to purge the faradrive steerable sheath clear when the farawave catheter was inserted. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.